Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 69 mg/dl. The customer stated that he was stuck in the rewind complete/bolus delivery loop. The customer does not see the bolus delivery screen with 0.0 units. The customer was not able to escape out of the status screen. The customer was assisted with setting date/time. The customer will be sent a replacement pump.